Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) during an ipg revision surgery on (B)(6) 2016; high impedances were noted on contacts 4-8. The physician attempted reinserting and cleaning the extension terminal without success. The physician decided to replace it with a 60cm extension which resulted in normal impedances.